Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranged from 450 mg/dl to high with ketones; ketone levels were not provided. Reportedly, the pump did not deliver insulin resulting in the elevated bg; however, this could not be confirmed. The customer delivered a correction bolus and changed supplies to initially treat the high bg. Subsequently, the customer was admitted into the emergency room and was hospitalized where healthcare providers administered intravenous insulin to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. The customer declined to perform further troubleshooting and declined follow-up for the hospital release date.